Event description:
It was reported that following a stenting treatment procedure, stent damage occurred. An unspecified ion stent was deployed in an unspecified location. Next the physician wired a side branch and ballooned the stent struts in the ostium to the side branch with an 2.5mm apex balloon. The physician noted that following ballooning the mid portion of the stent became deformed, and so he went back and post dilated the stent and it regained it's original form as far as he could tell by angiography. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)